Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm. The customer's blood glucose value was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm occurred shortly after new battery insert. The product was returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Unit passed self test and unexpected restart error alarm test. No unexpected restart error alarm. Unit was monitor and no memory anomaly noted.